Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 485 mg/dl at the time of the incident. The customer treated their blood glucose levels with a bolus after a set change. Customer reports event was resolved by changing complete set change.